Manufacturer narrative:
There was no malfunction report of the subject device associated to the reported patient outcomes. Since the serial number of this device was not informed, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿the study at our hospital of endoscopic papillectomy (ep) against adenomas of the duodenal papilla¿. The literature reported that accidental symptoms occurred after the procedures using olympus endoscope. The literature studied retrospectively about ep for adenomas of the duodenal papilla. The target procedures were carried out between january 2014 and february 2018, and the number of cases was 5. It was reported that olympus endoscope (jf-260v) was used in the target procedures. In the subject procedures, it was reported that accidental symptoms occurred as follows. Post procedure bleeding: 1 case. Mild pancreatitis: 1 case. Cholangitis: 1 case. All patients conservatively recovered and were doing well. Omsc is submitting 3 medical device reports. This is 1st of 3 reports. (This report is related to post procedure bleeding.)

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".